Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia and sepsis as possible post procedural complications are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2024, a patient underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The tubing was replaced due to due to leakage in the stoma with no infection. The manufacturer of the tubing was unknown. On (B)(6) 2024, the patient was hospitalized due to phlegm and sepsis and was treated with unknown antibiotics. It was reported the patient could not take oral medication, the patient "inhaled food into his lungs if he takes anything by mouth" and had a feeding tube.